Manufacturer narrative:
Product components are mfg at the following locations. Since the consumer has not returned the product to date, we are unable to determined which exact product was used and at which location the particular product was made. (B)(4). Consumer has not returned product to date, therefore, it could not be evaluated and no conclusions could be drawn.

Event description:
Consumer reported the bottom part of the brush caught on one of his front teeth while he was brushing. It knocked off a rice grain bit of tooth.